Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During the case after retrieving the suture and while collapsing the retraction wings, the right side wing broke off in the patient. No debris was left in the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A review of the DHR showed that there were no issues during manufacturing. An examination of the device could not be performed as the device was never returned by the user. Therefore, there is no way to determine the root cause of the failure and, therefore the complaint cannot be confirmed at this time.

Event description:
During the case after retrieving the suture and while collapsing the retraction wings, the right side wing broke off in the patient. No debris was left in the patient. The patient's condition was reported as fine.